Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu, lot# n4e1911y sigadaptstnd - sig power sigadaptstnd linear adapter sigphandle - sig power sigphandle handle sigpshell - sig power sigpshell control shell, lot# n4h1815y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic low anterior rectal resection, after the physician approached the rectum, and closed the cartridge, however the green light did not light up and therefore the device was not fired. The stapler was removed from the patient and was replaced by another reload. Upon checking the device, it was found that reload was bent to the right and the connection with the adapter was loose. The replacement reload was then used and successfully fire, however the knife of the reload did not return after firing. All possible measures (forced restart, reconnecting the handle and adapter, manual adapter tool) were attempted, but the knife could not be pulled back. The mouth and anal bowels of the reload that was locked on the tissue was separated using another company's stapler. The surgical time was extended by 45 minutes due to the tissue.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the reload was fully fired. The jaws of the reload were clamped. The knife bar assembly was advanced to just proximal of the 0cm cut line. There was extensive damage to the cartridge and anvil. One of the blowout plates was found to be damaged. One of the adapter lugs was also found to be damaged. There were several malformed staples protruding from between the jaws. There was notable damage to the cover tube. The articulation flag was found to be bent. It was reported that the knife blade was difficult to retract, and the instrument locked on tissue. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. Also, the broken adapter lug may occur if the reload is over torqued during unloading and/or if an attempt is made to unload the reload without using the release button. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to insert or remove the instrument from the trocar sleeve if the instrument is in the articulated position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.